Event description:
It was reported that during patient use, the ventilator alarmed with a "compressor inop" and the registered nurse (rn) stated she heard the compressor shut off. The patient was removed from the ventilator and transferred to another ventilator without any reported patient harm. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4).the field service engineer (fse) evaluated the ventilator and verified the reported issue. When the compressor was turned on, after five minutes, the compressor then shut down. The fse replaced the compressor printed circuit board (pcb), which resolved the reported issue. The ventilator passed calibrations, extended self tests (est), short self tests (sst), and electrical safety checks.